Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator (pn rfg-nt-2000 sn (B)(4)) was received for evaluation at tech center. Incidental finding discovered a thermal event on the rf control board.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage to the radio frequency control board.